Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Shock therapy was withheld during a vt episode due to low shock impedance (less than 20 ohms). Shock impedance trend in the current device shows measurements on the lower-end of in-range, but stable. Full lead evaluation with postural testing and isometrics was recommended. Lead remains implanted.